Event description:
New information received notes that the lead was repositioned because it was dislodged.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was repositioned on (B)(6) 2018 for an unspecified issue. Patient was stable.